Event description:
On 16th february 2026, it was reported by an arthrex employee via email that for an ar-1588rt-2j, tightrope® ii rt, with deploying suture, it snapped when shuttling graft. This was detected during a left knee acl (hamstring autograft) procedure on (B)(6) 2026. The procedure was completed successfully as the femoral tightrope was removed, scope was used to confirm no foreign bodies inside patient, and graft prepped again with new tightropes (ar-1588rt-2j and ar-1588tn).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.